Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The eccentric, restenosed target lesion was located in a shunt in the non tortuous and severely calcified left radial artery. A 4.0-40, 80 wanda¿ balloon catheter was advanced and crossed the lesion despite the significant resistance encountered. Inflation was attempted however the balloon was unable to be inflated. The device was removed and it was found out that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).